Event description:
Lead noise led to inappropriate therapy delivery. Possible insulation issue affecting far-field and rv sense signals. Patient has competitor high voltage lead and current setrox lead only for pace/sensing. The lead was explanted and replaced.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.